Event description:
Same case as MDR#2134265-2014-00366. It was reported that stent deformation occurred. The target lesion was located in the right coronary artery (rca). A stingray guide catheter and an 8f mach 1 guide catheter were introduced. A 3.0 x 38 and a 3. 5 x 38 promus premier stent were implanted. There was a napkin ring of calcium distal to the 3.0 x 38 stent that would not comply with post dilation balloons. A 2.5 x 12 promus premier stent was implanted distal and the stent delivery system balloon was brought back to post dilate the area that was calcified. Post dilatation failed and an attempt was made to retract the balloon. The balloon became stuck on the calcified ring. This caused the mach 1 guide catheter to 'dive down' and push on the 3.5 x 38 stent which then caused a longitudinal distortion of the proximal end of the stent. The 3.5 x 38mm stent was post dilated a 4.0 x 20 promus premier stent was implanted proximal to it. No patient complications were reported. Post procedure there was timi 3 flow. The patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).